Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said she was getting utis. She said she wanted to continue to use the catheter. It is currently unknown if the patient received medical intervention.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential failure mode could be 'material not biocompatible¿ with a potential root cause of patient sensitivity to materials mechanical and / or chemical responses from the patient. Stiffness of the product. Improper surface treatment via chlorination. Improper leaching of the product. Improper installation of the catheter. Immunological response on the part of the patient.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the patient said she was getting utis. She said she wanted to continue to use the catheter. It is currently unknown if the patient received medical intervention.